Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the distal left anterior descending (lad) artery. A 2.25 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent fell off the stent delivery system. The stent was successfully removed from the patient's body and the procedure was completed with another 2.25 x 16 synergy stent. No patient complications were reported and the patient's status was fine.